Event description:
The pt is using a competitor infusion set device and stated that the tubing and head set have become hard to attach and detach to each other. She began to feel sick, light headed, sweating, chest pain and it was hard for her to breathe. She then checked her blood glucose, and it was 505 mg/dl. Pt stated that she was admitted to the hosp and her blood glucose elevated to 579 mg/dl. She also stated that she was dehydrated, and rec'd IV fluids and an insulin drip while at the hosp. The pt was also hooked up to a heart monitor and to oxygen. During this call, the pt also reported that her blood glucose was currently rising to 386 mg/dl. She said she tried to bolus but did not feel the insulin going into the site. She was advised to disconnect and bolus 3 units of insulin into the air. The insulin flowed freely and there were no errors from the infusion device. The pt was advised to contact the competitor co in regard to the connection issues she has been having with her infusion set device. No product is being returned for eval.

Manufacturer narrative:
Product not returned for eval.